Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were inappropriate shocks delivered for supraventricular tachycardia (svt) episodes due to device programming. Following the shocks, the device was interrogated and a remaining longevity of two years was indicated. The following day, the device had reached end of life (eol). There were no alerts delivered by the device for eri due to the inappropriate remaining longevity estimation. Premature battery depletion was not alleged; however, it was alleged that the shocks had resulted in the device reaching elective replacement indicator (eri), and then eol. The device was explanted and replaced and the patient was stable following the procedure.